Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found over temp alarm was out of calibration. It should have gone off at 43.1 degrees. The root cause of the reported issue was found to be unknown. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. UDI information is unknown. Operator of device is unknown. No information has been provided.

Event description:
It was reported that the over temp is not working. No patient injury reported.